Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge pigtail. The customer's blood glucose (bg) level was between 500-600 mg/dl resulting in trace ketones. Customer administered a manual injection to address bg level. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.